Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient sustained an injury to the head (B) (6) 2009 resulting in a decrease in performance. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.